Event description:
The patient reported that the keypad buttons have a delayed response. He stated that he wears the pump in a case and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Evaluation revealed that the audio bolus button cover has a hole in it, and the button is difficult to push. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.